Event description:
During manufacturer review of a patient's vns programming history, it was noted the off time was changed to 60 minutes and the output current was changed to 0ma likely due to a faulted systems diagnostics test on (B)(6) 2009. The test does not show as faulted in the history, but the setting change was noted immediately after the systems test was performed. The change in settings was noted at the time, as other settings were readjusted, but the off time remained at 60 minutes until this was corrected on (B)(6) 2010.